Manufacturer narrative:
Thirteen products were returned and evaluated via visual and friction testing. Visually the samples looked normal. Friction testing resulted in all values within the device specification. A recheck of product documentation for this lot did not reveal any deviations. Based upon the visual and performance testing on returned products this complaint cannot be confirmed as reported.

Event description:
Best estimate is (B)(6) 2011.according to the information received, when the patient withdrew the catheter, some pieces of skin were stuck in the holes at the end of the catheter.